Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no additional related report(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision: asr xl, left, reason(s) for revision: component loosening (stem), pain. Update: on 29 november - patient comorbidities received and updated. Operational notes received - sent for translation 21 november 2016. Patient / metal ions report received and attached - sent for translation 29 november 2016. Medical records received 12 dec. Update 12-dec-2016: medical records received. After review of the medical records for MDR reportability, lab values indicate the metal ion levels are above 7 ppb. The taper sleeve is now being reported. This complaint was updated on: 9-jan-2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.

Event description:
Update oct 5, 2017: email notification from (B)(6) received. Updated product information. This complaint was updated on oct 17, 2017.

Manufacturer narrative:
Asr revision. Asr xl. Left. Reason(s) for revision: component loosening (stem), pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.